Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix partially extended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right atrial (ra) lead exhibited noise and measured high impedance. A fracture was suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.